Event description:
It was reported that the patient's battery was repositioned approximately 2 weeks ago. It was noted that the leads were not disconnected, because the internal neurostimulator (ins) was moved over an inch. It was further noted that the patient did not turn their stimulation back on until (B)(6) 2012. The patient stated that 'the stimulation was so strong, that it dropped him to his knees with pain and he lost his breath.' The patient turned off the device and contacted his manufacturing representative. The manufacturing representative noted that 'the programs the patient was set at were utilizing the electrodes with high impedances.' It was noted that the manufacturing representative attempted to reprogram around the affected electrodes, but the patient was experiencing uncomfortable stimulation on his middle back, hip and groin. It was noted that the stimulator was implanted for right leg pain. It was reported that the patient experienced a shocking and jolting sensation as well as a loss of stimulation and therapeutic effect. It was noted that the patient also was feeling stimulation in the wrong location. The patient was receiving less than 50% therapy relief. It was further noted that high impedance measurements were found on electrodes 1,2,3 and 5. It was noted that there was no patient injury or adverse event due to this event. The manufacturing representative noted that the impedances were not checked before or after the ins relocation, so it was uncertain if the impedance issue was pre-existing or not. It was noted that the patient had a scheduled appointment on (B)(6) 2012 for reprogramming.

Event description:
Additional information reported indicated that the product had to be surgically removed and at the time of the report the patient suffered permanent injuries.

Event description:
Additional information received from the health care provider reported that the pocket revision surgery was the only surgical intervention that was done. It was stated that the pocket healed without complications. There was no patient injury or hospitalization.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
No analysis to be performed until authorized by legal department.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was noted that since the initial report that patient changed to a different health care professional (hcp) and different manufacturing representative. It was reported that approximately (B)(6) 2012, the manufacturer's representative measured "a few electrodes with out of range impedances". The patient reported feeling a "terrible shocking sensation" before the representative even turned the battery on. The patient reported to feel shocking regardless of whether the representative turned up stimulation amplitude or left amplitude at zero and delivered "placebo clicks". The hcp was informed of these reported sensations; no cause was determined. The representative reprogrammed stimulation to avoid the out of range impedances.

Event description:
Additional information received reported that the cause of the event was unknown. It was unknown if reprogramming of the device occurred. It was noted that "the procedure was a pocket revision." It was further noted that "since the lead was not disconnected, the impedance was not taken at that time." It was noted that no further surgical intervention or diagnostics had been performed. The reprogramming date was unknown. The patient outcome was not provided.

Event description:
Additional information received confirmed that the patient was shocked when the ins was turned on. It was reported that there was a patient injury and the outcome was noted as recovered with sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), explanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), explanted: 2013 (B)(6); product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found was functionally okay with insignificant anomalies. There was good stable output on all electrode pairs except those using electrodes 2, 5, 7, and 13. Analysis of the lead (serial # (B)(4)) found that the stimulation lead body conductor was broken within 10 cm of the connector area. Three conductors (#2, #5, and #7) were broken 2.8 cm from the proximal end of the lead. This lead was connected to the #0-7 ins connector port. There were multiple cosmetic melted spots on the outer insulation 25.6 cm to 30.3 cm from the distal end of the lead. There was also an abrasion in the outer insulation 6.4 cm to 8.1 cm from the distal end of the lead. Circuits 2 and 5 were open and circuit 7 was intermittent. Analysis of the lead (serial # (B)(4)) found that the stimulation lead body conductor was broken within 10 cm of the connector area. One conductor (#5 conductor of the lead connected to #13 electrode of the ins) was broken 2.8 cm from the proximal end of the lead. This lead was connected to the #8-15 ins connector port. There were multiple cosmetic melted spots on the outer insulation 25.2 cm to 31.2 cm from the distal end of the lead. The outer insulation was pinched 22.4 cm from the distal end near the location where there was medical adhesive on the lead. This was indicative of a pinch from the suture tightened on the anchor. Circuit 5 was open. All other circuits had acceptable continuity. Analysis of the anchor found no significant anomaly. The anchor was cut. The cut was cosmetic and the anchor was breached. Analysis of the anchor found no significant anomaly. The anchor was cut to length for use on the lead. There was a suture and medical adhesive on the anchor.